Event description:
It was reported to boston scientific corporation that a flexima open end ureteral catheter device was used in the bladder during a cystoscopy stent exchange procedure performed on (B)(6) 2022. During the procedure, a scope was placed using a single bridge and the catheter was inserted along with the guidewire. The catheter was then pulled back out leaving the guidewire and a stent was placed over the wire; however, a broken piece of the blue open end catheter came into view while inserting the stent. The broken piece was retrieved; however, a second small piece was noticed while emptying the bladder and was retrieved. It was reported that an x-ray and visual inspection using scope were performed which confirmed that no remaining pieces were left inside the bladder and all the broken pieces of the catheter were successfully retrieved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Weight: it was reported that the patient's weight is 65. 1 kg. Report source: medwatch number is mw5111412. (B)(4).

Manufacturer narrative:
Block a4: it was reported that the patient's weight is 61. 5 kg. Block g2: medwatch number is mw5111412. Block h6: medical device code a0401 captures the reportable event of catheter break requiring retrieval. Block h11: correction: block e1 (initial reporter address 1 and initial reporter zip/post code) and h10 (patient's exact weight).

Event description:
It was reported to boston scientific corporation that a flexima open end ureteral catheter device was used in the bladder during a cystoscopy stent exchange procedure performed on (B)(6) 2022. During the procedure, a scope was placed using a single bridge and the catheter was inserted along with the guidewire. The catheter was then pulled back out leaving the guidewire and a stent was placed over the wire; however, a broken piece of the blue open end catheter came into view while inserting the stent. The broken piece was retrieved; however, a second small piece was noticed while emptying the bladder and was retrieved. It was reported that an x-ray and visual inspection using scope were performed which confirmed that no remaining pieces were left inside the bladder and all the broken pieces of the catheter were successfully retrieved. There were no patient complications reported as a result of this event.